Event description:
It was reported by the rep that the (1) cdh29 was used during an open sigmoid colon resection procedure. It was reported that the anvil of the cdh29 was inserted into the proximal lumen and secured with a purse string. The device was inserted transanally to the stapling end of the distal colon. The trocar was extended, piercing the tissue along side the staple line. The anvil was re-attached to the trocar. The instrument was closed and adjusted until the orange indicator was visible in the green range of the gap setting scale. The firing handle was squeezed and it was reported there are questions as to whether the "crunch" was heard. The firing handle was squeezed a few more times and the instrument was removed. The anastomosis staple line was inspected. It was reported that the staples did not form and that anastomosis was completed with hand-sewn sutures. There was an extended operating room time of 2 hours.